Manufacturer narrative:
Batch review performed on (B)(6) 2020: lot 1810397: 99 items manufactured and released on (B)(6) 2019. Expiration date: 2024-02-25. No anomalies found related to the problem. To date, 85 items of the same lot have been already sold with another similar reported event.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and swapped the poly 8 months after primary. The surgery was completed successfully.